Manufacturer narrative:
Product analysis of ped-375-16, lotno:b580275 found no bend on the pushwire. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the pipeline flex braid was not returned for analysis. In addition, the pipeline flex could not be confirmed to have resistance as no defect was found with returned pushwire. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level met requirements. The angiographic result showed a right c6 aneurysm. It was reported that dense mesh stent aneurysm treatment. The stent was anchored and deployed according to the original steps. The middle section of the stent did not open well. Planned to retrieve the part and deployed again. It was found that it could not be retrieved normally and the resistance was greater than before. Therefore, more stent sections were deployed and pushed and pulled to open the stent. During the operation, the tip end fell off. Since the stent could not be retrieved smoothly, the remaining stent could only be deployed and a new stent was implanted. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received that there are no images of the device(s) available. The cause of the failure to open was not determ ined. Resistance occurred at the tip end of the catheter. There was no damage to the pipeline pushwire or catheter observed. The catheter used was a marksman, fa-55150-1030, 226624215. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The pipeline was implanted in the patient. The pipeline was not implanted in the intended location. The pipeline is located in the ophthalmic artery segment. There was no additional intervention (medicinal or surgical) required because of the pipeline implantation. The pipeline did not separate or prematurely detach.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.